Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation humidifier not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca with electrical damaged, heated tube cable with physical damaged. There was 1 error has been identified. The device was scrapped.